Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa) after lock line removal, the clip opened approximately 5-10 degrees therefore the clip was not implanted and the cds removed. One clip was implanted, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip open during efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot-specific product issue from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported clip open during efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.